Event description:
During baxter's eval of a spectrum pump, a delay in keypad response was discovered. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom delayed keypad activation, which was caused by a failed processor printed circuit board. The processor printed circuit board was replaced.